Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event was confirmed with medical records received. Review of the available records identified the following: superficial infection & admitted to hospital. Medication given unknown type prescribed. Surgical intervention drainage of lesion of nec. No cultures provided. Discharged and superficial infection resolved. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): catalog#: 51-199341 sirius hip stem 44-d lot#: 747320; catalog#: 010000858 g7 neutral e1 liner 36mm f lot#: 3814661; catalog#: 650-0661 delta ceramic fem hd 36/0mm lot#: 2016050122. Report source: foreign: (B)(6). The device will not be returned for analysis as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04823, 0001825034-2019-04825.

Event description:
It was reported that the patient developed a superficial infection approximately one month post implantation. Issue was resolved and patient remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.